Event description:
A storz flexible cystoscope was utilized by dr. (B)(6) at (B)(6). Consequently I developed a pseudomonas aeruginosa strainbacterial uti. I was hospitalized for three days on IV cifeprime. I was allowed to go home with a PICC line for 7 more days of cifeprime injections. This protocol has been ordered for ten days total pending that my land are clear of infection. I notified (B)(6) and dr. (B)(6) nurse assures me that she will obtain the model number for me by the end of monday, (B)(6). I will then send that number in to this site. She is aware I am making this report to you and stated that this was a necessary step so it helps in prevention going forward. She was going to relay the information to dr. (B)(6). FDA safety report ID (B)(4).